Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced brakes cannot be engaged. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated and it was determined the device experienced brakes were difficult to engage/disengage, which is not reportable. Section h codes have been updated.

Event description:
This report now summarizes 17 malfunction events, instead of 18.